Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Event description:
Caller reported mobile system blood glucose results of 69 mg/dl, 105 mg/dl, and 116 mg/dl within 10 minutes. Caller reported a separate comparison of mobile system blood glucose results of 56 mg/dl and 106 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.